Event description:
A healthcare facility in oregon reported that the upper and lower head harness connectors of an iw934 cosycot infant warmer were discoloured. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on our knowledge of the product and previous investigations of similar complaints. Results: the customer reported that the upper and lower head harness connectors were discoloured. Conclusion: without the complaint device, we are unable to determine the cause of the observed damage. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.